Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Patient reported right side implant is ruptured, "popped." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported, right side implant is ruptured. "Popped". Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, "popped".

Event description:
Patient reported right side implant is ruptured, "popped." Device remains implanted.

Event description:
Patient reported no complaint against the right side device. Healthcare professional later reported right side "leaking". Healthcare professional also reported patient "stated to have covid," which is not device-related. Device remains implanted.